Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the air bubble detector did not function as expected. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.